Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a minimum fill message after loading a cartridge with 250 units. There was no reported impact to the customer's blood glucose level. The customer added insulin to the cartridge and resumed insulin delivery. Additionally, it was reported that the usb port was damaged. Reportedly, the customer was unable to charge the pump unless the cable was held at a certain angle. Reportedly, the pump would continue to be used for insulin therapy.